Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a threshold suspend. The blood glucose reading is 172 mg/dl.

Manufacturer narrative:
The insulin pump communicated properly with the transmitter and glucose sensor simulator. No unexpected low suspend alarm or threshold suspend alarm was noted. The calibration history was correct in the insulin pump and in carelink. No history anomaly was noted. No cosmetic damage was noted.